Manufacturer narrative:
Concomitant medical products: 694765, lead, implanted: (B)(6) 2010; 407652, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was intermittently undersensing on stored electrograms. P-waves on the ra lead and r-waves on the right ventricular (rv) lead were also noted to be trending downward. High pacing thresholds were noted on the left ventricular (lv) lead. The leads remain in use. No patient complications have been reported as a result of this event.